Event description:
A report was received that a patient had his precision system explanted due to an infection at the pocket site. According to the physician, the infection was inferior to the ipg and looked fine on the surface, but when it was explanted, it was filled with pus. The patient was prescribed oral antibiotics. No culture was taken. The patient is reportedly doing fine.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned for analysis.